Event description:
It was reported that foley catheter was difficult to deflate during pretest.

Manufacturer narrative:
The reported event is unconfirmed - product met specifications and reported event could not be reproduced. Visual inspection noted one temperature sensing catheter was received. Attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and allowed to passively deflate with no issues in 45.98s. The balloon was dissected to find that the inflation notch was perforated correctly. This is considered in specifications, stating that the notch punch should be complete. The product met specifications. A review of the device history record was not necessary due to the reported event being unconfirmed. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was difficult to deflate during pretest.